Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Treatment, whether the patient was hospitalized, or if dianeal therapy was ongoing was not reported. The outcome of the peritonitis event was unknown. No additional information is available.